Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Event description:
The event involved a chemolock¿ in the oncology infusion clinic and occurred during preparation. It was reported that the cl2000s is being attached to bd primary pump tubing. The injector is added to the tubing; clinician can hear the crack and then the injector spins freely indicating attached. The injector then comes loose or disconnects causing leaks and in some cases chemo spills. This have been occurring on and off for the past 3 weeks. There was a code orange: a hazardous material spill or release which happened multiple times. No one was harmed as a result of event but there was chemo exposure to clinicians. The event resulted to delay in therapy. There was no human harm reported.

Manufacturer narrative:
Photo provided showing the packaging information. No defects or anomalies noted. Received nine (9) new cl2000s chemolock for inspection. No defects or anomalies noted. The chemolocks were functionally tested and found to meet performance specifications. The reported complaint was unable to be replicated or confirmed. Without the return of the used sample a comprehensive failure investigation cannot be performed. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.